Event description:
Following the implant of an evoke spinal cord stimulation (scs) system, the patient experienced impaired healing at the implant site. Antibiotics did not resolve the symptoms. The scs system was explanted and a week following the procedure the patient was healing.